Event description:
Event description guidant received information that the patient with this pacemaker was rushed to the hospital. The hospital reported that the device was not functioning correctly, was not pacing. The patient is pacemaker dependent with an intrinsic rhythm of 19 bpm in the ventricle. The device was explanted/replaced and returned for analysis.